Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the septum injury. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation with an mr grade of 4+. The fossa ovalis was small and the septum was floppy. The steerable guide catheter (sgc) was advanced through the septum, and the septum collapsed and the sgc was now parallel to the aorta. Height was gained, using the sgc + knob, and cds a-knob; adjustments were made for the aorta hugger because the clip wasn't perpendicular to the valvular plane. The leaflets could not be grasped, every time the posterior leaflet was in the clip, the anterior leaflet could not be grasped. The clip was not implanted, and the procedure was aborted. No clips were implanted, mr remains 4+. No treatment was performed to treat the septum. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The atrial perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported atrial perforation (collapsed septum) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.